Event description:
Patient reported ultrasound confirmed rupture left side. Patient additionally reported ultrasound findings of "reactive periprosthetic fluid collection," "axillary lap," and "anaplastic large cell lymphoma". The event of "0.6 cm cyst" is not device related. Device was explanted and replaced. Histopathological markers cd30+ and alk- have not been received.

Manufacturer narrative:
The events of "reactive periprosthetic fluid collection," "axillary lap," and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reasons for reoperation: "reactive periprosthetic fluid collection," "axillary lap," and lymphoma-alcl-suspected (markers not reported). Explanting physician: dr. (B)(6). Explanting physician phone: (B)(6). Explanting physician e-mail: (B)(6). Explanting institution: (B)(6).

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Device has been explanted and replaced.

Event description:
Patient reported ultrasound confirmed rupture left side. Patient additionally reported ultrasound findings of "reactive periprosthetic fluid collection," "axillary lap" and alcl suspicion. The event of "0.6 cm cyst" is not device related. Device was explanted and replaced. Pathological markers have not been provided.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, two opening on the posterior side assessed as unidentified (tear) and one opening on the anterior side assessed as surgical damage. (Shell thickness was within specification). ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. ¿ lymphoma-alcl-suspected : unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy : unable to observe since it is a medical event and is not related to the device. ¿ cyst-ndr : not applicable as the event is not related to the device. Additional observations: ¿ crease fold observed on the device. No further actions are required as the device was implanted.